Manufacturer narrative:
Initial reporter fax #: (B)(6). Investigation summary: picture and sample related with the occurrence were received, the analysis confirmed needle with epoxy. The photo made available by the customer for evaluation allowed an investigation to be conducted to determine the probable causes for the incident, although the failure was considered non-systemic. Furthermore, it was performed the DHR, of maintenance records, and verification of quality notifications were performed. No batch related records were found. The foreign matter defect, according to the photo, may have occurred due to over-application of epoxy resin through the applicator nozzle or excessive pressure on the resin applicator nozzle. There was an operational failure in the visual control and operation of the sensor that checks for missing resin. The operators of the production line will be notified of the occurrence. The incident reported from this complaint will be monitored for trending.

Event description:
It was reported that the needle 18ga 1in blunt fill experienced epoxy on the needle. The following information was provided by the initial reporter: needle dull needle presents a foreign matter stick to needle.